Manufacturer narrative:
Findings: all the buttons functioned properly and no moisture damage on keypad traces or numbers ramping up noted. Keypad connector was fully locked. Unit was received with high sleep current due to corroded battery tube. Pump was received with cracked case along the side of the battery tube and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. The numbers were ramping on their own as reported. Customer's blood glucose was unknown at the time of the incident. It was reported that the buttons tend to not respond randomly. It was also reported that the buttons were unresponsive and then responsive during the call. The insulin pump was neither dropped nor exposed to moisture. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.